Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 486 mg/dl. It was stated that the customer was experiencing unexplained high glucose for more than two weeks. Troubleshooting was performed. It was stated that the events leading to his admission was nausea, vomiting, and abdominal pain. The programming, time, and date were correct. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. It was stated that the customer wears the infusion set for three to four days. The customer's recent glucose reading was 191 mg/dl, and he has treated with the insulin pump and manual injections. No further information was provided.